Event description:
The store maintenance manager stated the left footrest is broke on the courtesy chair. No injury or property damage to report. The chair is kept at the target store for guest services.